Event description:
The nurse was suctioning the patient's tracheostomy and noticed that the contents looked like tube feeding. She notified the medical team and stopped the tube feeds. There was concern that the tube may have broken apart inside the patient, so a xray with contrast were ordered to investigate. Around noon the xray with contrast confirmed that the feeding tube had in fact broken into two pieces inside the patient. The part of the tube that was bridled to the patient's nose was removed and it is broken at the 31 centimeter mark, implying that there is still a 30ish centimeter long piece of the tube inside the patient's stomach. Gi has been consulted to scope the patient and retrieve the other part of the tube. Feeding tube removed during upper gi endoscopy.